Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 02-aug-2023. H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 2287457. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been submitted to our facility to aid in our investigation. Functional testing of the device was able to detect a leak occurring at the vent hole of the q-syte adapter. Closer inspection of the affected area identified damage at the location of the leak; unfortunately our engineers were unable to identify any distinctive markings that would allow them to definitively associate this damage with a specific section of the manufacturing process preventing the determination of a root cause. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system with q-syte¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when preparing to puncture the indwelling needle for the patient, the indwelling needle was ventilated, and it was found that there was leakage at the connection between the indwelling needle connector and the syringe. Replace immediately and report. No harm was done to the patient.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system with q-syte¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when preparing to puncture the indwelling needle for the patient, the indwelling needle was ventilated, and it was found that there was leakage at the connection between the indwelling needle connector and the syringe. Replace immediately and report. No harm was done to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.